Event description:
It was reported the patient underwent a hip revision approximately 18 months post-implantation due to a periprosthetic fracture. Prior to the revision, the patient sustained a fall. During the revision procedure, the femoral stem was explanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: b5 to add diligence attempts clarification; d4 UDI; h6 remove 1848 code. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided. Review of the available records identified the following: left total hip arthroplasty with a displaced periprosthetic femoral diaphyseal fracture involving the tip of the femoral stem (vancouver b). A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient underwent revision surgery due to a periprosthetic fracture from a fall. The stem was explanted.